Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 97745nt (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller report they are not able to charge the ins since last night. Caller stated there is no power on the controller screen but yellow on the middle of screen. Agent assisted caller with resetting the controller after resetting the controller power on without battery pack (bp), when plug into the outlet. Controller does not power on with bp is inserted into the controller and controller plug into the outlet. Caller stated the controller shows ins 30% and controller need to plug into ac power supply icon and the controller is plug into the ac power supply. Caller stated they see a white light on the ac power cord. Agent asked caller to try a different outlet and caller said they see a white light on the ac power cord on the outlet with icon on controller screen to plug controller into the outlet. Agent confirmed there is no visible damage on the controller port or ac power cord. The issue was not resolved. An email was sent to the repair department to replace the controller and ac power cord device.